Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon fired five times. When the surgeon was making the pouch he fired a sixth firing with a blue reload and when observed some of the proximal staples formed but the distal staples were malformed; the staple line was incomplete. He then fired a seventh firing with a blue reload and he had a partial fire. This staple line also had malformed staples. The surgeon converted to an open procedure and sutured to complete the procedure. Later that day there was suspect bleeding post op and they were taken back to the or. They placed a drain tube and possibly a feeding tube in the patient and returned the patient to their room. No blood products were required. The pouch was not leaking when they were treated in the or according to the information provided. The patient was stabilized and released home on the (B)(6). The device is being held in risk management at this time. On what tissue type was the device used? Stomach at what location on the tissue? Forming the pouch on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th, 7th during which stroke did the event occur? 1st what color cartridge was being used? Blue what other color cartridges were used before and after this event? Asku was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? Asku were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes was there any difficulty removing the device from the tissue? No

Manufacturer narrative:
Tracking # (B)(6) date sent: 11/07/2011information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information has been requested, no response has been receied to date.

Manufacturer narrative:
(B)(4).